Manufacturer narrative:
(B)(4). Date sent: 3/25/2024. D4: unk. Additional information was requested and the following was obtained: the event device is the one with the manual override engaged. Patient death (B)(6) 2025. Patient arrived at facility late (B)(6) 2025, and passed (B)(6) 2025 early morning. What was the unknown issue with the ethicon device? The device stopped firing in the middle of the fire and the manual override did not release the tissue. What was the anatomical structure the device was being fired upon? The superior pulmonary artery on the left. Was the second device used for this procedure? If so was there any issue with the second device? The second device was not used. Please provide a timeline of events. The patient was in the or. Multiple fires of the stapler were used to resect the left upper lobe of the lung. The hilum was controlled with a clamp and the stapler was used with peri strips across the vessel. During the midpoint of the fire, the stapler locked up and the manual override was not effective at releasing the tissue. Once another clamp was placed proximal, we had to cut the stapler out of the patient. The clamp then slipped off during this process and the patient suffered a cardiac arrest and was unable to recover. What was the cod? Unknown but likely acute cor pulmonale and air embolism. Is there an autopsy report available? Unknown. Please provide more information regarding the embolism. Was the embolism air or blood? Air. Does the surgeon believe that the difficulties of the device resulted in the embolus that resulted in the patient demise? Yes. Not the cause of death but likely contributed. Is the surgeon interested in speaking with ethicon medical and engineering staff? No. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gun shot trauma procedure early this morning that an unknown issue occurred with the device and the patient passed of an embolus. No further information available at this time.

Manufacturer narrative:
(B)(4). Date sent: 4/17/2025. D4: batch # c9dv27. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with one gst60b reload loaded on the device. The reload was received partially fired 1/3 and with damage on reload deck. The damage to the reload is consistent with the device being clamped over a hard object. Upon visual inspection, it was noted that the joint cover was damaged. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. In addition, the anvil bent was noted upwards. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described of would not open and manual override would not work could not be confirmed as the device opened and closed without any difficulties noted and the manual override was totally functional. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Device history review: a manufacturing record evaluation was performed for the finished device batch number c9dv27, and no non-conformances related to the reported complaint condition were identified.